Manufacturer narrative:
Findings: unit received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 100 mg/dl. The customer stated that the device may have been pressed on something while it was in the pocket in the cooler but he is not sure. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.